Event description:
The customer observed falsely elevated parathyroid hormone results while using the architect ipth assay (routine protocol) compared to the results from two reference labs. The customer indicated an architect ipth result of 139 pg/ml (the customer ref range used is 15 pg/ml - 75 pg/ml). The sample was sent to be retested at both (B)(6)generating the following results: at (B)(6) = 47 (ref range of 15 65) and at (B)(6) = 53 (ref range of 15 65). The method used at (B)(6) is electrochemiluminescent immunoassay. The method used is unknown at (B)(6). Uom not provided for either. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, a study review and a review of labeling. An accuracy testing protocol was executed using lot 01612a000; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. A review the following study -performance characteristics of six intact parathyroid hormone assays - sonia l. La'ulu, et al indicated that while the architect ipth assay showed a positive bias, it correlated well against the roche module e170. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of architect intact pth, list 8k25, lot 01612a000, was identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) high test results. (B)(4) no consequences or impact to patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. The device evaluation is in-process.